Event description:
A retractor light beam (omnilight) was used during a procedure. During removal, 4 holes were found in the drape. The patient also received a small burn section to the adipose tissue and the abdomen. The equipment was placed on a metal table to prevent any further injury.

Manufacturer narrative:
Product has been received on 03/26/2008 and is under evaluation. Upon completion of the evaluation, a supplemental report will be filed.